Event description:
The customer contact reported a disconnection. After an unspecified length of time in use, the nurse noted that the option-lok male luer adapter was disconnected from the microclave port on the extension set. The pt's IV access site clotted and a new IV access site was established. The tubing set and the extension set were replaced and the therapy was resumed. There were no reported adverse pt effects.